Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision of hip components - reason not reported.

Event description:
Index surgery: (B)(6) 2010. Revision of hip components - reason not reported.